Event description:
It was reported by repair work order that the customer alleged that the front wheels would not lock . Upon inspection of the unit by the service technician, it was identified that the brakes would not fully engage because the brake adjuster was broken.